Manufacturer narrative:
Pump serial numbers: (B)(4).

Event description:
Quarterly summary report for alleged usb cable issues: it was reported that the usb cable was not charging, charging intermittently, or damaged. The issue was addressed by reverting to another usb cable. There was no adverse impact to the user.